Event description:
It was reported that the patient underwent a revision procedure to add a new lead for a new pain area. During the procedure, the patients oxygen levels completely depleted. The physician was forced to abandon the case and try to revive the patient. The patient ended up being intubated and the existing spinal cord stimulation system was explanted due to potential infection. No devices will be returned per facility protocol. The physician did not suspect any device malfunction that could have contributed to the patients condition. Additional information was received that the physician assessed there was no immediate infection concern, but the patient was flipped into supine position without closing his posterior incisions. Per operating room protocol, the physician was forced to explant the spinal cord stimulation system. Additional information was received that the physician assessed there was no immediate infection concern but the patient was flipped into supine position without closing his posterior incisions. Per operating room protocol, the physician was forced to explant the system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5157557. Product family: scs-linear leads: upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5157564.

Event description:
It was reported that the patient underwent a revision procedure to add a new lead for a new pain area. During the procedure, the patients oxygen levels completely depleted. The physician was forced to abandon the case and try to revive the patient. The patient ended up being intubated and the existing spinal cord stimulation system was explanted due to potential infection. No devices will be returned per facility protocol. The physician did not suspect any device malfunction that could have contributed to the patients condition.